Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the clinical observation. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The device remains implanted. No adverse patient effects were reported. New information was received that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The device remains implanted. No adverse patient effects were reported. New information was received that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This supplemental report is being submitted to correct the implant date. At this time the device remains implanted and has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The device remains implanted. No adverse patient effects were reported.